Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation. The unit was observed to have a damaged lens. A delivery accuracy test was performed and showed that the expulsor was out of specification. The expulsor was replaced as a result. The investigator was unable to determine the root cause of the product problem.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had a delivery accuracy > 6%. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.